Event description:
During the procedure the tip of instrument broke and fell into the surgical cavity. The tip was retrieved without any adverse affects to the patient. A similar device was used and the procedure was completed without any reported incident.